Manufacturer narrative:
(B)(4). A video is available for analysis. It was observed the two patient tubes clamped with a medical instrument, the orange float in suction indicator window and a bubbling in air leak meter. Also, it was observed fluids in collections chamber. No other issues were observed. The device history record of batch number 74f2000341 that belong to catalog number s-1102-08lf (pe sahara dry suct/dry seal dual lf 6) has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided. If the defective sample becomes available at later date this complaint will be updated as applicable.

Event description:
It was reported that after surgery the patient was connected to the drainage - non drainage function.